Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation and investigation. As physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Patient contacted technical solutions to report that their patient therapy controller (ptc) was showing error code 11 and that their pump was alarming. The patient reported that they felt like they had a fever and chills. The patient reported that these symptoms began approximately one hour before they attempted to deliver a bolus and saw error code 11. Representative later contacted technical solutions and reported that they visited the patient and reported that error codes 100 and 123 appeared upon inquiry of the patient's pump. Technical solutions walked the representative through the process of programming a soft reset. The soft reset was successful in clearing these error codes. The patient was then able to deliver a bolus without error code 11 showing on their ptc. Representative contacted technical solutions about 15-20 minutes after the reset was performed to report that the patient alleged hearing two beeps coming from their pump. The representative reported that the low reservoir alarm was set to 2ml and the reservoir volume on the pump read to be 11ml. No errors were read on the pump. Technical solutions advised the representative and the patient to listen for another 30 minutes to see if they hear another alarm coming from the pump. Technical solutions asked the representative to contact them if the pump continued to alarm. Technical solutions later contacted the representative to follow up on the status of the issue. Representative reported that the patient had not contacted them to report any additional pump alarming.